Event description:
Allegedly, patient revised due to mom complications.

Manufacturer narrative:
Please void all reports under medwatch no. 3010536692-2018-01003. This was submitted as a result of user error, and this device should not have been reported under this event. There is no alleged deficiency stated against this device. Please void this report.